Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but blood was noted on conductors; full lead returned and analyzed.

Event description:
It was reported that the lead was not implanted because the vein was too large. No performance issue was noted. No patient complications have been reported as a result of this event.